Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
Patient (B)(6) was implanted with the argus ii device on (B)(6) 2016. This patient developed a vitreous hemorrhage in the implanted eye on (B)(6) 2016, 3 days post-op. On (B)(6) 2016, the surgeon performed a vitreous cavity washout and lasered the peripheral inferior zone. The surgeon reported that the eye appeared normal after surgical intervention.